Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device was not regulating the pressure, bloody scopes. Pump tubing backfilled with blood. Faulty. This was discovered during use with no impact to the patient. Additional information has been requested via email on (B)(6) 2022, the sales representative replied and stated that this event occurred during a knee scope on (B)(6) 2022. Arthrex tubing was used with the pump, the blood/fluid hit the surgeon in the face, and blood backfilled into the tubing. The complaint pump was used to complete the procedure and the tubing was switched. It slowed the surgery, but everything was completed.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed a scratch on the top cover. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The tubing set used was not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.